Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was damaged during the maneuver. The right ventricular lead was not used and replaced. The patient experiences no consequences.